Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile change/unresponsive) issue. The reporter alleged the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/09/2016 with the following findings: during investigation, the audio bolus button functioned properly and the issue was not duplicated. Unrelated to the original complaint, the audio bolus button cover was torn. The cover was removed to find no defects. Unrelated to the original complaint, the battery compartment was cracked from the threads to the left side of the grip pad.